Event description:
It was reported that a spectrum pump failed downstream occlusion t with values of 19. 83 and 26. 60 psi (pounds per square inch), confirmed that the downstream pressure limit was on medium. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed the downstream occlusion test with values of 19.83 psi and 26.60 psi, confirmed that the downstream pressure limit was on medium" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor. The downstream sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.